Event description:
Antibiotics that were initiated at 0500 and did not alarm for the day shift until approximately 0800 to say "infusion complete" and the pump was not stopped by the primary rn. Around 0930 apsm was rounding and alerted this rn to a pump that was off, but the bag was still largely full, which was the zosyn that had been stopped earlier in the shift. This rn restarted the infusion and entered the 50ml volume that was supposed to infuse and no further alarm was heard until the "infusion complete" around 1300. At that time the bag was still noted to be full. A kink in the tubing was noted where the key clamp was and upon restarting again, drips were noted in the chamber.